Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject coil was stretched inside the microcatheter and was prematurely detached inside the shaft of the microcatheter. The coil remained inside the microcatheter. The lumen of the microcatheter was flushed with saline solution and a syringe, and the coil was pushed out to the target site and implanted. Additional information provided by the customer indicated that the stretching and detachment occurred during advancement of the coil in the catheter, coils had been placed in the aneurysm prior to the reported event, no anomalies were noted to the device prior to use on the patient, the coil was advanced slowly and carefully without excessive force, torque was not applied to the delivery wire when operating the coil, and the type of microcatheter used in the procedure was unknown. It was additionally noted that flush was intermittent throughout the clinical procedure. In the case of this complaint, it is probable that lack of continuous flush contributed to the reported event. Per the dfu: "in order to achieve optimal performance of the detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guide catheter or long sheath, b) the 2-tip microcatheter and guide catheter or long sheath, and c) the 2-tip microcatheter and guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the detachable coil." Based on the review of all available information, an assignable cause of use error will be assigned to this complaint since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported that the coil (subject device) was selected for the medical procedure, when the physician attempted to advance the coil through the microcatheter the coil encountered resistance, got stretched and detached within the shaft of the microcatheter. With the microcatheter tip being placed within the aneurysm the physician pushed the detached coil through saline solution and syringe to the target site. The procedure was completed successfully, and no clinical consequences were reported to the patient due to this event.